Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 18 mm xience v is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported cardiac arrest, heart failure, and death are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2011, the patient underwent ptca again on the proximal to mid left anterior descending artery (lad) target lesion. During predilatation of the vessel with a trek balloon a dissection occurred. Treatment was performed with additional dilatation, after which a 3.0 x 18 mm xience v stent and a 3.5 x 28 mm promus stent were implanted; however, the distal lad became occluded so additional dilatation with the trek balloon was performed for treatment of the occlusion. During the procedure the patient was experiencing a neck problem accompanied by coughing, blood pressure reduction, and respiratory discomfort. Oxygen inhalation was performed; however, congestion could not be confirmed and the decision was made to take a wait and see approach. On (B)(6) 2011, the patient was rehospitalized for acute heart failure and respiratory discomfort and respiratory failure occurred so the patient was placed on a mechanical ventilator/respirator. After 20 minutes cardiac arrest occurred requiring cardiopulmonary resuscitation for 2 hours; however, the patient expired on (B)(6) 2011. No autopsy was performed. No additional information was provided.